Manufacturer narrative:
510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent an unknown surgery. During the surgery, when using pediatric lcp plate, it was found that the screws for the proximal part of the plate are not long enough. The surgery was completed successfully without delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) unk - screws: trauma. This report is 1 of 1 for (B)(4).